Event description:
The customer reported that the system displayed low kv error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The snubber board, the generator driver board, the filament driver board, and the high voltage supply regulator board were replaced. The system was tested and operates as intended.